Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "no negative result showing".

Manufacturer narrative:
H6: investigation summary: customer reported results issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)) no erroneous results were reported to doctors, and patients were not impacted. Customer indicated that no negative result was showing. A bd field service engineer (fse) was dispatched and noticed that the date was remain unchanged, replaced main board, I/o board from bd stock, set current date and time. Confirmed with customer that date got changed automatically, expected that instrument shown negative vial result. The instrument was kept under observation. The problem seemed to solve but kept instrument under observation for 3 days. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is board failure. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "no negative result showing".